Event description:
It was reported by the mhra that patient underwent primary hip surgery on (B)(6), 2007. In (B)(6) 2012, blood test results reportedly indicated elevated ion levels. A revision surgery is to be scheduled. No revision has taken place to date.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. No item or lot numbers were received. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure is (or may be) needed. Should additional information be received regarding a revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.